Manufacturer narrative:
Correction to field h8: usage of device upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the delivery device identified there were no damage or abnormalities were found. The device passed mechanical testing as the needle could be retracted and deployed, and the function of the buttons worked as intended. The fiber was also functionally tested. The testing conducted did identify the device performed prime, pretreatment, and 5 full treatments without any issues or errors. Based on analysis results, the error 241 high water pressure (prime) could not be substantiated during functional testing and no other fault conditions were identified. The device passed visual, mechanical and functional inspection. The reported device performance allegation could not be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a thermal steam ablation of prostate procedure, after the first injection, the error code 241 (high water pressure (prime)) was displayed when the second injection was to be carried out. The device was taken out of the patient body, and the sterile water was repeatedly extracted for reperfusion and pre-treatment according to the instructions, but it could not be completed. The error still occurred after three attempts and due to this, the procedure had to be terminated and rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that a thermal steam ablation of prostate procedure, after the first injection, the error code 241 (high water pressure (prime) was displayed when the second injection was to be carried out. The device was taken out of the patient body, and the sterile water was repeatedly extracted for reperfusion and pre-treatment according to the instructions, but it could not be completed. The error still occurred after three attempts and due to this, the procedure had to be terminated and rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.